Event description:
Additional information reported that when the neurostimulator was turned on that the patient experienced upper back pain. It was noted that the patient recovered without sequelae.

Event description:
It was reported the patient had pain while the stimulation was turned on, and there was no known accident or incident related to this complaint. The patient noticed the change on (B)(6) 2011, and went to the emergency room. On (B)(6) the patient was admitted to the hospital and later was released. It was unknown how long the patient was in the hospital. Per the reporter, the patient was attempting to see her health care professional, but the hcp would not see the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).